Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and it was noted that the stent was bent. No patient complications were reported.